Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated shock impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The shock impedance high allegation was confirmed, based on the observation calcification on the lead distal and proximal shock coils. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated shock impedance. The rv lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to elevated shock impedance. The rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of h10 field: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, the complete lead was returned but examination noted it had been severed in two segments approximately 10.8 centimeters (cm) from the terminal pin. Visual inspection also noted calcification of body fluids on the distal and proximal shocking coils. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased shock impedance measurements were likely impacted by the calcification of body fluids on the distal and proximal shocking coils. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The shock impedance high allegation was confirmed, based on the observation calcification on the lead distal and proximal shock coils. This investigation will be updated should further pertinent information be provided.